Event description:
The hospital reported that during an endoscopic vein harvesting procedure on pt's right leg, thirty minutes after the start time, a burning smell was noticed by or staff. They found a spark flash flame from the light source cord "endoscopic harvesting part". The physician assistant/harvester who performed the evh procedure, said the light source cord was resting on the drape of the left leg lower extremity and the light source was turned off at the time. The spark was quickly distinguished by cold saline. The spark flame caused a 4cm x 1cm superficial burn and the skin was intact. Maquet received an update in 2009, that the or manager confirmed that the burn was related to a spark from the light source's cord and it was not related to our product.

Manufacturer narrative:
After the procedure, the hospital discarded the product.